Event description:
The patient's husband stated the patient experienced on (B)(6) 2017 the vgo fell off of her skin. The patient's husband stated the patient wore the vgo for 8 hours on her abdomen before the vgo fell off. The patient's husband stated that the patient cleans the area with an alcohol pad before applying the vgo. The patient's husband stated the v-go was discarded.